Event description:
The letter below was sent to consumer product hotline who informed me that your company handles this. Also, accompanying this, is the orthopedic doctor's report of the sprain I had and his recommendation for this medical device to verify this as well as my primary care's diagnosis for the injury sustained. I called the toll free number and reported the product over the phone. The woman gave me a document # (B)(4). Since I like to send pictures I would like to give you the report in this email again as well. On (B)(6) 2010, the orthopedic doctor (B)(6) recommended this knee wrap for the knee problem I had which possibly was a knee sprain. This was an option rather than physical therapy. He put it on and showed me. I also made an appointment with (B)(6) who fits these kind of products and works at east coast to show me. The office where I went to see dr (B)(6) was at (B)(6) in (B)(6) hospital (B)(6). (B)(4) is the company that either manufacturers these and/or the location that the orthopedic office gets these knee wraps from. (B)(4). The product description is as follows: procare (B)(4) action hinged knee warp long I lot 02.11.09 (B)(4) (B)(4) neoprene knee with rom, lg another barcode label number: ahklg. On (B)(4) 2010, while having this on my knee, I felt something pressing against it that afternoon. I saw that the solid gray bar end that's within the velcro broke out from it a certain distance. The end of this bar on this knee wrap caused a 1" long scrape on my right leg with redness. Next day I noticed from feeling that injured area that there was a bump and redness all around it. I went to the primary care doctor to check this and he said it was definitely an infection like cellulitis. He prescribed an antibiotic that has sulfur in it to treat it which I'm on now twice a day for 10 days. Other parts of this knee wrap could have contributed to this injury as well as the infection. A nurse said that this product isn't sanitized; so by something from it rubbing against skin the skin can be susceptible to bacterial infection. I got this product to treat a sprain and it injured me. This is uncalled for. This hazardous product has bars whose ends can easily at anytime break out of the velcro that's only sewn together and abrade the skin. I took very good care of knee wrap and used it properly and made sure it fit me by the professionals who showed me. This should never have happened. Well I contacted larry at east coast who as I mentioned is the owner. I told him I want the company to send me (B)(6) for this terrible ordeal and inconvenience. The man didn't support me and only said he could replace it. I totally disagreed with that because I don't want this product on my leg again after what happened to me. He questioned whether the anatomy of my leg could have been the problem disregarding the fact that I told him I got this fitted properly and that the bar came out and pressed against the knee. He eventually hung up the phone on me. As a person, I don't want anyone else to experience this kind of injury that I had with this knee wrap especially having a bump and taking antibiotics. I strongly urge your company to take this unsafe product off the shelf because of its design, poor securing, unwinding of different threads in a short time and other reasons. You should thoroughly examine all of east coast's products to see if there are other ones that can pose other hazards as well. The company should be corrected for offering a replacement when they knew this happened to me and be stopped from distributing the item while you make your decision. I am in the process of sending a letter to my health insurance so they are aware and can possibly get compensated for any payments they made associated with this problem. I'm hoping someone will help me get compensated for this problem also. The pictures accompanying this email show you the product and picture of my knee injury. You'll see the gray bar sticking out a little. I have kept this product for evidence so that if you wish to see it for yourself or have me mail it to you I will. If you have any questions please don't hesitate to call me (B)(6). I do want to remain anonymous so my name isn't mentioned in this whole investigation. Besides other info, if you need this my weight is about (B)(4), height: (B)(6), male, (B)(6). If you need any other info, like pictures, the product or other, please contact me (B)(6).